Manufacturer narrative:
Analysis of the ins (s/n #(B)(4)) found insignificant anomalies and was functionally okay.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the healthcare provider (hcp) couldn't insert the lead into the implantable neurostimulator (ins), thus the rep had to open a second ins and that allowed the hcp to insert the new lead. The issue was resolved. No patient symptoms reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received. Device returned to manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.